Event description:
Customer reported when the alarm sounds and the nurse call cable is in use, the nurse will press the suspend button and the alarm will stop sounding in the pt's room but continues to sound at the nurses' station. Customer tested the nurse cable with known working alarm and they function properly. The customer did not provide a date when this was discovered. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; the nurse call light does not turn off when the hold button is pressed. Tested with a known working nurse call cable and nurse call test fixture. Nurse call light is continuous. In addition, there is battery leakage inside the battery compartment and the flat contacts are corroded due to battery leakage. The battery door is missing and the aqualert water indicator label shows exposure to moisture. Note: posey instructions for use has a statement: if the posey keepsafe deluxe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe deluxe if the audible alarm does not sound. Take cake when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm form use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).